Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The parent stated the patient¿s rash started on the day of insertion and the sensor was removed the same day due to itchiness. Patient¿s skin reaction protruded about a hand¿s width beyond the sensor insertion site. Patient¿s mother spoke with a physician¿s assistant on (B)(6) 2018 who advised to use over the counter cortisone cream to treat the enflamed rash. The patient was also using flonase and skintac as a barrier between the skin and sensor adhesive. The patient¿s condition was unknown at the time of contact. No additional event or patient information is available.